Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the ablation system functioned as designed during the procedure and the issue was identified to have been with ge software.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ablation system functioned as designed as the reported issue was found to be in relation to the tubing used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a temporal lobe soft tissue ablation procedure, the ablation system had an alignment issue with the temperature map (tmap) and background images. Additionally it was noted that the saline tubing plugged and could not flush. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided. It was later reported that the tubing on the ablation system was replaced which restored functionality to the ablation system. The alignment issue was noted to have been in line with table movement and a user error as the issue was noted when finding the fiber.